Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump would flip freely in the pocket. As a result, the pt experienced increased pain. There was increased reservoir volume on (B)(6) 2011. There was a revision performed on (B)(6) 2011 and a pump pouch accessory kit used to secure pump was used. The pt recovered without sequelae on (B)(6) 2011. The drugs in the pump at the time of the event were dilaudid and bupivicaine.